Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078740.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had impedances due to fracture. X-ray was taken and needs to be reviewed.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had impedances due to fracture. X-ray was taken and needs to be reviewed. Additional information was received that x-ray was taken and could not confirm lead fracture. No surgical intervention will be taken at this time.